Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump screen isn't showing anything else. Customer states the insulin pump was neither dropped nor bumped. Advised customer the insulin pump will need to be replaced. Advised customer to revert to back up plan. The insulin pump will be returned for analysis.